Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from december 19, 2022, to december 21, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed residual fluid inside the device bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined as no further evaluation could be performed due to the nature of the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. The device did not fully infuse he medication dose in the expected therapy time. The device was filled with flucloxacillin 2000mg citrate buffer antibiotic 6.3ml in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.